Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump is not linking with the meter or the sensor. Her blood glucose was unknown. She tried changing the pump¿s battery the night prior but the pump said that the battery was out for more than 10 minutes and that the time and date needed to be updated. She said that the belt clip is also broken. The customer was assisted with connecting the blood glucose meter and transmitter successfully. She declined troubleshooting for the battery alarm because she said that it could have been 10 minutes because of how long it took her to take the battery out of the package. The belt clip and the insulin pump will not be returning for analysis.